Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, an x-ray revealed the right ventricular (rv) and right atrial (ra) leads pulled back with no slack present. The leads were repositioned and remain in use. No patient complications have been reported as a result of this event.